Manufacturer narrative:
Following the submission of the initial MDR, a photo was received. Annex a code updated based on photo provided.

Event description:
Customer provided photo. Annex a code updated per photo received.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 4 physical samples submitted for evaluation. The reported issue of separation other component - leak was confirmed upon inspection of the samples. Analysis of the sample showed that one of the extensions does not have the fitting component. Bd determined that the cause of the failure was related to poor assembly of the components. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 4 physical samples submitted for evaluation. The reported issue of separation other component - leak was confirmed upon inspection of the samples. Analysis of the sample showed that one of the extensions does not have the fitting component. Bd determined that the cause of the failure was related to poor assembly of the components. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that while administering MRI contrast to a patient using a bd 100cm 3-way extension wire, the extension wire unexpectedly ruptured, resulting in approximately blood loss. The MRI scan was interrupted, and the patient experienced distress and panic due to the incident. During use. Please find below an email I received regarding an incident that occurred today in MRI 1. During administration of MRI contrast using the bd 3-way 100cm extension wire, the wire got cut by itself, causing blood loss and leading to patient panic. Attached the picture of tube also. A similar incident happened yesterday with the same bd connecta 100cm tube while checking the tube. This type of tube cannot be used any further. Please initiate an immediate investigation and arrange to replace this type of extension tube to ensure.